Manufacturer narrative:
Investigation summary: material #: 36488000. Lot/batch #: unknown. Bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® blood transfer device that when the syringe from the dialysis circuit tries to dispense in the blood collection tube. The tube stops halfway through because it is clogged. This occurred in 4 devices. No patient impact.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® blood transfer device that when the syringe from the dialysis circuit tries to dispense in the blood collection tube. The tube stops halfway through because it is clogged. This occurred in 4 devices. No patient impact.